Event description:
The customer reported a burning odor coming out from the cell-dyn sapphire analyzer. The instrument was inspected by an abbot field service engineer (fse). The fse noticed leaking from the sample cups assembly onto the wbc preheater which was found burnt at the electrical connection along with the cable (which was also burnt) attached to the preheater. No discrepant patient results were generated. No impact to patient management or user safety was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.